Event description:
It was reported the device reached elective replacement indicator (eri) before it had been implanted for five years. The device wasexplanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. While this device did not meet the expected longevity, the investigation has ruled out the battery as the root cause. As a result, the exact cause of this condition is unknown at this time. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).